Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the pump was explanted and not replaced on (B)(6) 2017. The etiology of the event was noted as possibly related to the device or therapy and possibly related to the implant procedure (lumbar site). No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-15, additional information was received from a healthcare professional (hcp) via a product surveillance registry (psr) update. It was reported the pump was explanted and not replaced on (B)(6) 2017. On (B)(6) 2017, an examination was performed and the suture site was healing well with no signs/symptoms of infection. The event was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated patient weight.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving morphine sulfate 5 mg/ml at 0.2499 mg/day via an implantable pump for spinal pain. It was reported that the patient experienced drainage from the posterior lumbar incision on (B)(6) 2017. Examination revealed incision was clean, dry, healing well, and well-approximated except for tiny opening at top portion of incision. There was a small amount of clear, watery drainage expressed from the incision on (B)(6) 2017. Examination on (B)(6) 2017 revealed a small opening in the middle of the lumbar incision and no drainage, erythema, edema nor tenderness. As intervention, steri-strips and pressure dressing was applied on (B)(6) 2017. The etiology of the event was noted as not related to the device or therapy and possibly related to the implant procedure (lumbar site). The outcome was indicated to be ongoing. No further complications were reported/anticipated. Additional information received from a healthcare provider (hcp) indicated medications were administered as intervention. This included toradol injection for swelling and inflammation of back on (B)(6) 2017. Also, the patient received multiple antibiotics through the ER including 1 gram injection of rocephin, oral bactrim, oral clindamycin prescribed on (B)(6) 2017 due to continued redness at the pump site. The hcp ordered pump explant due to lower left abdomen quadrant with erythema of concern with significant swelling, hot, tender to the touch as of (B)(6) 2017. No further complications were reported/anticipated.